Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d4 (UDI), e1 (initial reporter). Due to character limit in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to duplicate the fault, but were able to confirm fault #7 (isolation dsp exception fault that does not cause a shutdown) in the logs. The fse replaced the front end board (d670-00-1164). The unit passed all functional and safety tests and was returned to customer. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164 sn: (B)(6) front end pcba. This part was received with a reported unit failure message of error code #7. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end pcba into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of error code #7. Also, did not observe in fault logs. Front end board passed testing. Sending board to the supplier as per procedure 0002-07-d008 rev ap. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 1 may 2025. Failure analysis received from the supplier for the part. They stated did not provide a reason for the failure or any analysis. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during normal check, the cardiosave intra-aortic balloon pump (iabp) unit had constant loud noise while unit is off and no noise while unit is on. There was no patient involvement.